Event description:
It was reported that the programmer was powered up, but the screen went black and the programmer shut down and would not power back up again. The programmer and radiofrequency (rf) head were returned for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was powered up, but the screen went black and the programmer shut down and would not power back up again. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis found that the rf head was faulty and caused the programmer to power down. It was also noted that the left keyboard hinge was broken, the electrocardiogram (ECG) connector was loose, and the stylus connector was very difficult to plug into programmer. Product ID 2067 radiofrequency head.